Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
61 - the maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken bipolar yaw pulley to be related to the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley. The broken piece was returned with the instrument. The size of the piece is approximately 0.038¿ x 0.078¿. The broken yaw pulley prevents the instrument to properly open and close. The root cause this failure is attributed to user mishandling/misuse.

Manufacturer narrative:
Isi has not yet received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the device logs for the maryland bipolar forceps (part# 470172-14 / lot/serial# n10171031-0098) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2020 via system serial# (B)(4). There were 3 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy surgical procedure, the ceramic part of the maryland bipolar forceps broke and fell inside the patient. The jaw of the instrument was opened and could not be closed. The customer used a backup instrument of the same kind to continue with the procedure. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the ceramic part of the maryland bipolar forceps broke and fell inside the patient. The jaw of the instrument was opened and could not be closed. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments were retrieved and confirmed through visual inspection. There was no additional procedure required to remove the fragment. The instrument was in use for 1 hour during the procedure, prior to the issue. The instrument was inspected prior to use. There was no damage or anything out of the ordinary. The surgeon was using the instrument to grasp tissue when the device fragment fell inside the patient. Reportedly, the surgeon had difficulty using the instrument for coagulation. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was never removed prior to the breakage. Upon the final removal, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for return to isi for evaluation. No photographic images of the device(s) or video recording of the procedure was available for isi review.